Event description:
It was reported that the patient with this pacemaker exhibited infection with sepsis and hematoma. A revision was performed and the pacemaker was explanted while both the right atrial (ra) lead and right ventricular (rv) leads were capped. There were no additional adverse patient effects reported. This explanted device was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this pacemaker exhibited infection with sepsis and hematoma. A revision was performed and the pacemaker was explanted while both the right atrial (ra) lead and right ventricular (rv) leads were capped. There were no additional adverse patient effects reported. This explanted device was returned.